Event description:
Procedure: bariatric surgery. According to the reporter: the pt suffered failure of the triple stapled closure of the gastric body. The staple line failure led to revision of surgery and prolonged ICU care.